Event description:
During a repair of a partial thickness tear of the rotator cuff the suture broke. The surgeon inserted the anchor when the shaft of the inserter contacted the bone, the inserter shaft came free from the anchor. The surgeon placed the inserter back onto the anchor and in doing so, cut the suture. The suture and t were removed from the anchor, which was left imbedded in the pt's bone. A second anchor was inserted with the same result. The surgeon decided to leave the anchor proud instead of trying to place the inserter back on the anchor. The suture was cinched down and adequate fixation was achieved. A delay of fifteen minutes took place. The surgeon did not predrill the insertion site. No pt injury or complications resulted.